Manufacturer narrative:
Additional information was received on october 28, 2021. The device was replaced with mentor gel during explant. The lot number (262966) was provided. A manufacturing record evaluation was performed for the finished device 262966 number, and no non-conformances were identified. Additional information was received on november 11, 2021. The device originally thought to be ruptured was found intact during explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with a mentor memoryshape 355cc implant experienced right sided rupture post procedure. The rupture was diagnosed through ultrasound. As a result, an explant was performed on (B)(6) 2021.